Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd catheter had a defective catheter and a blood splash. The following information was provided by the initial reporter: "on (B)(6) 2021, the nurse selected the patient's blood vessels and checked the indwelling needle before puncture. No cracks were found and the needle was pushed smoothly. After the puncturing for the patient, the insertion of the needle was successful and the blood returned well. When the needle was withdrawn, the blood leaked out of the puncture point when pushed to 0.5cm, so the indwelling needle was pulled out, the catheter tube was examined, and there was a crack. The indwelling needle was replaced immediately, and it was re-inserted successfully. The patient raised objection to the product quality, and the nurse did a good job of explaining, and the patient could understand. Adr# (B)(4)".